Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. -complaint confirmed. -one unpackaged ar-9676 was received for investigation. -upon visual evaluation it was found that the reamer is stuck within an ar-9597-10. -the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use. -there is also damage noted to the square quick connect end, which is consistent with attempting to assemble the mating part when misaligned.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that a ar-9597-10 reamer sleeve and a ar-9676 driver shaft are stuck together. This occurred during an unknown case when the devices became stuck, and will not come apart. There was no patient effect reported.